Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer's blood glucose level was 160 mg/dl. Troubleshooting with tandem technical support (cts) showed that the customer was not following the proper technique to fill a cartridge. Cts offered to assist customer with changing supplies; however, customer declined.